Event description:
A journal article was received: guidewire damage during cannulated screw fixation for slipped capital femoral epiphysis, journal of pediatric orthopaedics part b. 2003 may; 12 (3) :219-221. Authors: james e. Robb, iain h. Annan and malcolm f. Macnicol. The article reports regarding cannulated screw fixation of slipped capital femoral epiphysis. The article reports six cases in which the guidewire was damaged by a cannulated drill. Case number one reported as follows: patient presented with mild acute scfe underwent cannulated screw fixation. The guide wire broke at the level of the entry point the patient's femoral cortex while reaming the outer femoral cortex using a cannulated drill. The article reports the portion of the guide wire that was external to the patients femur was stuck in the drill and was removed without difficulty. The piece of guide wire in the patient's femur was left in situ. The procedure was completed without any further problems as a second guide wire was used. Reportedly the patient recovered uneventfully. This report is for a guide wire. It is unknown if it was a synthes device. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Ma2003 may; 12 (3) :219-221. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.